Event description:
According to the reporter, after the operation, when the patient was on the machine for dialysis treatment, it was found that the connection between the luer adapter and the arterial silicone extension tube was ruptured and could not be used. It was also stated that the treatment was completed after the catheter was repaired by the doctor, there was a small amount of blood loss and blood transfusion was not required. The device was successfully used after it was repaired, nothing unusual was observed on the device prior to use, flushing/priming was performed and no problem was found. There was no other product utilized with the device, the blood of the patient was safely returned, normal saline was used to clean the adapters, there was no medical intervention done to the patient and no ointment was used. The catheter was repaired, there was a leak at extension tube and luer adapter connection. Normal saline was used as the cleaning agent on the device, tego was not utilized, there was no luer adapter issue and normal saline was used to treat the insertion site prior to product placement. There was no any patient symptoms or complications associated with this event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts the arterial luer adapter had a hole. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the operation, when the patient was on the machine for dialysis treatment, it was found that the connection between the luer adapter and the silicone extension tube was ruptured and could not be used. The catheter was repaired, there was a leak at extension tube and luer adapter connection. Normal saline was used as the cleaning agent on the device, tego was not utilized, there was no luer adapter issue and normal saline was used to treat the insertion site prior to product placement. There was no any patient symptoms or complications associated with this event. There was no reported patient injury.